Event description:
Baxter spectrum iq infusion pump was programmed to deliver chemotherapy infusion over 60 minutes. Pump programmed correctly, verified by two rn's. After 75 minutes of infusion time, pump showed there was 313ml of drug administered, but upon assessment of the bag appeared to be less than 50ml administered. After observing pump function, notable clicking noise heard which is unusual from typical function. Pump immediately discontinued from use, infusion placed on new pump and continued without issue. Charge and aprn notified. Pump to be serviced. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).